Event description:
It was reported that after undergoing an unrelated procedure where it is unknown if diathermy was used, the implantable pulse generator (ipg) could not communicate with the remote control or clinician programmer, and therefore was unable to use the spinal cord stimulator device. The patient underwent a procedure where the ipg was removed and replaced. There were no reported complications post operatively and the patient is expected to recover.

Manufacturer narrative:
The returned ipg was analyzed and it would not charge despite multiple charging attempts. Communication could not be established with a known good remote control or clinician programmer. Therefore, the data logs could not be retrieved or analyzed, and functional testing could be performed. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected, which confirms that the application-specific integrated circuit (asic) chip is damaged. This damage is typically caused by the ipg exposure to external high voltage/high current transient sources.

Event description:
It was reported that after undergoing an unrelated procedure where it is unknown if diathermy was used, the implantable pulse generator (ipg) could not communicate with the remote control or clinician programmer, and therefore was unable to use the spinal cord stimulator device. The patient underwent a procedure where the ipg was removed and replaced. There were no reported complications post operatively and the patient is expected to recover.